Manufacturer narrative:
Add'l info: the target lesion was not subsequently treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 95% stenosis located in the left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was indicated that a 5.5f guide liner extension catheter was used to help deliver the stent and that there was two 0.014" ptca wires inside the 0.051" guideliner also. It was indicated that the profile of the resolute onyx stent was 0.042" therefore there was a tight fit for the equipment within the guideliner. It was reported that the stent became dislodged at the tip of the guideliner. The dislodged stent was then deployed in the lad, proximal to the target lesion site using a smaller balloon and then gradually using a larger balloon. The patient is reported to be alive with no further injury reported.